Event description:
It was reported that the ventilator generated the technical error codes 2, 25, and 10001 during the performed pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation is finalized. Despite no goods having been received for investigation, our field service engineer (fse) visited the facility in order to troubleshoot the ventilator. At this point, the customer had already replaced the dc/dc printed-circuit board (pcb) and after that, the ventilator system passed the pre-use checks tests several times, with no further issues found. Our device logs evaluation confirmed the reported technical error codes indicating both a "power error" and a "communication error" and also, that a lithium battery was depleted on another pcb. The recordings in the log files were dated the 23rd of march. That is the reason why the date of event was revised. Furthermore, the device log files also contained other alarms and technical errors on this date. However, they were most likely a consequence of the power and communication failures in the system. Based on the information above, and since no additional information/observations have been provided after the replacement of the dc/dc pcb, our conclusion is that the dc/dc pcb was defective. The root cause could not be established from this investigation as a result of no goods having been returned.

Event description:
(B)(4).